Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation cannot be performed as per the initial report, the lens is not available for return. The complaint issue reported could not be confirmed and no product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search revealed one report for stuck in cartridge issues. These complaint issues are not related, therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye. It was stated that the patient tried to accommodate the iol but wasn¿t able to get used to the glare and halos. The patient had trouble adjusting to the multifocal platform. There was too much glare, patient cannot drive. Visual acuity pre-operative: 20/40, 20/400 with glare test. Visual acuity post-operative: 20/25 distance, 20/30 near. The suspect iol was replaced with a non-johnson and johnson sulcus monofocal iol. It was noted that this iol was chosen for better support. There was no incision enlargement, vitrectomy or sutures required. There was no patient post-op injury. The patient is very happy with their current vision. No other information was provided.